Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On 14th june, 2021 getinge became aware of an issue with powerled surgical light. The paint was peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution, as any paint particles falling off into sterile field or during procedure may cause contamination. The customer facility was visited by the getinge representative who confirmed the alleged issue. He was able to repair the device by replacement of the defective part. After the repair, the device was returned for usage. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the paint layer was disturbed and peeling and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (see user manuals or IFU), avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device. To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. The paint was peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution, as any paint particles falling off into sterile field or during procedure may cause contamination.